Event description:
It was reported that prior to implant, this device recorded a fault code 1003. Data analysis was then completed and confirmed the cause of the recorded fault code was due to exposure to cold temperatures. Technical services (ts) stated the device has recovered, the alert can be cleared and the device is approved for implant. No patient involvement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested from the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 during pre-implant interrogation. No cause for the code 1003 has been determined. No patient involvement.